Event description:
The customer reported the unit is completely down. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The isd pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.